Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurements and an unspecified sensing issue. X-ray confirmed the lead dislodgment. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.